Event description:
It was reported that a bacteria causing skin irritation had occurred while wearing the pod. The patient reports having an allergic reaction to the pod. The patient had contacted their doctor who prescribed an astringent cream.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.